Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 4 atmospheres for 8 seconds. The device was removed without any problem, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.